Event description:
Tip of the screwdriver broke when inserting a axsos 4.0 locking screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the screwdriver tip broke could be confirmed. Based on the investigation, the root cause of the determined broken tip was attributed to a user related issue. The breakage was caused by over torque. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that the current optech states: final tightening of locking screws should always be performed manually using the torque limiting attachment.

Event description:
Tip of the screwdriver broke when inserting a axsos 4.0 locking screw.